Manufacturer narrative:
After inserting the battery simulator into the device, the device powered up with a blank display, and it was drawing a high amount of current. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards and assemblies in the device. After swapping the boards into a known good case and then swapping out electrical board 2 for a known good electrical board 2, the current draw remained high. The high current draw seems to be isolated to electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected battery power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. No further detail given. The insulin pump will not be returned for analysis.